Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: the reported device has been received for evaluation. Investigation has not begun. Once investigation has been completed. A follow up medwatch will be submitted.

Event description:
It was reported that the patient presented with periimplantitis at tooth location 26. The implant was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite implant (oss511) was returned with an implant removal tool implant removal tool (irt) for investigation. Visual inspection of the returned implant identified signs of use surrounding the external threads of the implant. The internal hex and collar of the implant were unable to be inspected since the implant came attached with an irt. The irt was unable to be removed from the implant threads. As a result, accurate measurement analysis could not be conducted. After follow-up with the customer, it was determined that the irt was a third party item and therefore will not be investigated. The implant was located at dental position #14 and was implanted for approximately 14 years. No x-rays were provided for the reported events. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: warnings, potential adverse events. No non-conformances were found for the subject lot number. Complaint history review was performed for the implant's reported lot number (251714) for similar events and no other complaint was identified. Complainant reported peri-implantitis. The reported events of infection and bone loss could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative. If further information becomes available, a supplemental will be submitted.

Event description:
No further event information is available at the time of this report.